Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump was not delivering insulin accurately. The patient's blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500mg/dl with no reported signs or symptoms, which does not meet the animas criteria for an adverse event. This complaint is being reported based on the allegation against the delivery function of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/08/2016 with the following findings: during investigation, the last basal delivery was on (B)(6) 2016. The pump was powered off until (B)(6) 2016 but deliveries were never resumed at power up. The total daily dose added up correctly and reflected the programed basal rate target. The battery compartment and battery cap were undamaged and able to fit securely. The ez-prime steps were performed correctly and the pump reflected 24 units after a 24 hour on a 1u/hr basal duration test. There was no delivery interruption at that time and the pump delivered within specification. The ¿inaccurate delivery¿ complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Additional method code: (B)(4).